Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 04.210.116, synthes lot # 85p8785, supplier lot # 85p8785, release to warehouse date: 28 jan 2021, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the received package of va lockscr ø2.4 self-tap l16 tan( product code: 04.210.116, lot number: 85p8785) does not contain any items, and is sealed on both ends. Dimension inspection: it was not performed as complaint is irrelevant to the reported failure. Conclusion: the complaint is confirmed. The non-conformances have been opened to further investigate the confirmed nonconformance. The packaging operation is a manual operation in which the operator is required to physically place the material into the bag and press a foot pedal to activate the machine to seal the bag. Following communication with the operator who performed the packaging operation, the assignable cause is determined to be man : omission error in which the operator missed the step of placing the product into the package prior to sealing and was unaware. A 1 year nonconformance data review was conducted for ¿¿packaging defect missing product¿¿ , and 14 related nonconformance were found. The nc records review is further detailed in the nc investigation. A 1 year CAPA review was conducted for descriptions containing key words ¿¿empty¿¿, ¿¿missing product¿¿ or ¿¿missing material¿¿ and no related capas were found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: this complaint was forwarded to manufacturing site for further investigation. Please find the summary of the investigation outcome below: the product photo review supports the complaint description in which the package does not contain any items and is sealed on both ends. A review of the device history record for this part and of the product photos show the package went through the appropriate operation to be packaged. The non-conformance has been opened to further investigate the confirmed nonconformance. The packaging operation is a manual operation in which the operator is required to physically place the material into the bag and press a foot pedal to activate the machine to seal the bag. Following communication with the operator who performed the packaging operation, the assignable cause is determined to be man : omission error in which the operator missed the step of placing the product into the package prior to sealing and was unaware. A 1 year nonconformance data review was conducted for ¿¿packaging defect missing product¿¿ at monument site and 14 related nonconformances were found. The nc records review is further detailed in the nc investigation. A 1 year CAPA review was conducted for descriptions containing key words ¿¿empty¿¿, ¿¿missing product¿¿ or ¿¿missing material¿¿ at the monument site and no related capas were found. Device history lot: part # 04.210.116 synthes lot # 85p8785 supplier lot # 85p8785 release to warehouse date: jan 28, 2021 supplier: jabil-monument no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, two (2) packages meant to contain va locking screws were empty. There is no further information available. This report is for one (1) 2.4mm ti va locking screw stardrive 16mm. This is report 2 of 2 for (B)(4).